Manufacturer narrative:
Section g1. Was updated. Csc reviewed instrument logs and determined that sample and reagent pipettor calibrations had not been performed since (B)(6) 2018. The customer was instructed to replace/calibrate the sample probe, inspect the mixers and dry tip, and ensure onboard detergents were sufficient volume and in date. Replacement of the sample probe resolved the issue. A review of the architect (B)(4) service history identified no contributing factors to the current complaint. There have been no subsequent contacts from the customer regarding discrepant patient results since the sample probe was replaced. A review of tracking and trending identified no adverse trend of the sample probe. A review of the architect c4000 tracking and trending data revealed no systemic issues or adverse trends associated with the discrepant results described in this complaint. The architect c4000 erratic result rate is within acceptable limits with no trends identified. Additionally, no adverse trend of the sample probe was identified. A review of the product labeling concluded that the issue is sufficiently addressed. No product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is completed. Patient identifier: patient identifier of multiple are ids (B)(6).

Event description:
The account generated falsely depressed results with several assays when processing on the architect c4000 analyzer that repeated higher. No results were reported outside of the laboratory. No specific patient information was provided. No impact to patient management was reported. Data provided for (B)(6). Sid (B)(6): calcium of 1.07 mmol/l repeated 2.37 mmol/l. Carbon dioxide of 13.0 mmol/l repeated 31.1 mmol/l. Magnesium of 0.31 mmol/l repeated 0.72 mmol/l. Sid (B)(6): potassium of 1.57 mmol/l repeated 4.35 mmol/l.